Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting pacing inhibition on the left ventricular (lv) channel. Technical services (ts) reviewed the device data and observed oversensing of the right atrial (ra) signals. Ts also recommended adjusting the device programming. The device remains in service. No adverse patient effects were reported.